Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary . The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the received device. Visual analysis of the returned sample revealed that the distal tip of the t20 shaft component was broken off. The broken piece was not received at us cq. The post-op photos or x-rays were not provided during the complaint intake. The dimensional analysis was not performed due to the post-manufacturing damage. The broken condition of the distal tip (drive feature) was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of the depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition. The alleged embedded condition cannot be confirmed as no post-op images or x-rays were provided. While no definitive root cause could be determined, it is possible that the alleged broken condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities document/specification review: the following drawing reflecting the current and manufactured revision was reviewed: expedium quick connect si polyaxial screwdriver. Device history lot: a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi73797 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 26, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent for a surgery of treating lumbar spinal canal stenosis. During the surgery, while inserting a screw with the screwdriver against the robust bone, the tip of the screwdriver broke off. A fragment got stuck in the screw and remain in the patient. The surgery was completed successfully. The patient outcome was stable. This complaint involves two (2) devices. This report is for (1) implant inserter sh connection. This report is 1 of 1 (B)(4).